Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tubing separated from the connector on the bd phaseal¿ optima connector (c35-o). Patient did not receive full dose and was possibly exposed to spilled chemo drug. The following information was provided by the initial reporter: ambulatory pump (cadd) tubing became detached from optima c-35 connector resulting in chemo spill.

Event description:
It was reported that the tubing separated from the connector on the bd phaseal¿ optima connector (c35-o). Patient did not receive full dose and was possibly exposed to spilled chemo drug. The following information was provided by the initial reporter: ambulatory pump (cadd) tubing became detached from optima c-35 connector resulting in chemo spill.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.